Event description:
It was reported that the patient was not feeling stimulation due to high impedance. Additionally, the patient was frequently charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. All explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6).